Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during device system implant the right ventricular lead could not be secured due to a setscrew issue. It was further reported that the physician could not re-engage the wrench in the setscrew in the header after the right ventricular lead was repositioned due to t-wave oversensing (twos) post bi-ventricular pacing. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.